Manufacturer narrative:
Additional and/or corrected information can be found in the following fields: g4, g7, h2, h6, and h10. Please see corrected failure analysis below. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported issue. The instrument was unable to test since it was returned in damaged condition. The clip test was unable to be performed. The instrument was found to have a loose grip cable at the distal end. The instrument was found to have a broken input shaft. As a result, the instrument's grip cable crimp became dislodged from its proper place on the input shaft and the appearance of a loose grip cable is observed. Improper cleaning during reprocessing most commonly causes this failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. For clarification, the large hem-o-lok clip applier instrument was found to have a broken input shaft. As a result, the instrument's grip cable crimp became dislodged from its proper place on the input shaft and the appearance of a loose grip cable was observed. Due to the broken input shaft, the large hem-o-lok clip applier instrument was unable to pass the grip clip test. A review of the instrument log for the large hem-o-lok clip applier (470230-12/n10181031 0141) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system sl0343. The alleged event occurred on the 81st use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the fields is not available.

Event description:
It was reported that during a da vinci-assisted right colectomy procedure, the surgeon wanted to clip a vessel with the large hem-o-lok clip applier but it was not possible to place the clip. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed using a backup instrument with a delay of less than 10 minutes. There was no adverse effect or injury to the patient.